Manufacturer narrative:
Qc was within established ranges before the event. A field service engineer (fse) went on-site and performed sample wheel cover hardware modification and glu modification.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding two erroneously low glucose (glu) patient results generated by the unicel dxc 600 pro synchron clinical system. No erroneous results were reported outside of the laboratory. The customer did not report any death, injury or change to patient treatment attributed to or connected with this event.